Event description:
It was reported that the insulin pump alarmed an error. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with scratched lcd window, cracked case at display window corners, on reservoir tube lip, reservoir tube window through the reservoir tube, cracked on battery tube threads, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.